Event description:
The customer and his wife called to report that insulin leaked past the o-rings as they tried removing the plunger. They stated that the plunger was hard to remove. Advised the callers that the reservoirs would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.